Event description:
It was reported that patient came to surgeon's office ten years post op with hip pain. Injection given. Pain returned. Surgeon elected to do exploration and potential revision of hip. Replaced only liner and head, left stem in situ.

Manufacturer narrative:
The patient is (B)(6). An event regarding wear involving a trident liner was reported. The event was confirmed. Visual inspection was performed as part of the material analysis report (mar): "damage, including wear and metal transfer likely due to impingement from the neck of the femoral stem, were observed on the insert and insert sleeve." "Wear scars covered nearly the entire articulating surfaces of both the insert and the femoral head devices." The mar report concluded: no material or manufacturing defects were observed on any of the device features examined. A review of the provided medical records and/or x-rays by a clinical consultant indicated: "one small printout of an ap pelvic x-ray dated (B)(6) 2013 demonstrates bilateral uncemented total hip arthroplasties in nominal position. One small intraoperative photograph and three photographs of the explanted components demonstrate an intact head and evidence of impingement on the acetabular rim insert." The medical review concluded: "no clinical or past medical history, no primary operative report, and no serial x-rays are available for review. There is no evidence this patient¿s clinical problems resulted from factors of faulty prosthetic design, manufacturing, or materials." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the device was returned for analysis, no manufacturing defects or material defects were identified. The patient in this case is noted to have a history of multiple joint replacements starting when she was (B)(6). The device was reported to be implanted for approx 12 years, and the patient had no issues until the year leading up to the revision. In this case no clinical or past medical history, no primary operative report, and no serial x-rays are were available for review. Based on the information provided the root cause of the pain could not be established. Additional information, including the primary operative report, progress notes and serial x-rays are needed to fully investigate the event.

Manufacturer narrative:
The device was reported as a ceramic liner, catalog # 625-0t-285, lot 946802 which is not a valid catalog number or lot. The other device listed in this report is an alumina c-taper head 28mm/+5, cat # 17-2805e, lot unknown. It cannot be determined which, if either these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that patient came to surgeon's office ten years post op with hip pain. Injection given. Pain returned. Surgeon elected to do exploration and potential revision of hip. Replaced only liner and head, left stem in situ.